Manufacturer narrative:
Initial reporter contacted in 2009 to obtain missing information regarding event. Initial reporter stated, he had no recollection of this event or records of it, and that he would have remembered something like this. Manufacturer found no evidence that device contributed to the event.

Event description:
"Running but not putting out anything and is not alarming." Patient expired.